Manufacturer narrative:
As part of CAPA 0032, a retrospective review was conducted to analyze the failure to submit this MDR within the required 30-day timeframe. The review identified inadequacies in the complaint handling procedure, including the absence of standardized definitions for reportable events aligned with FDA regulations. This lack of harmonization significantly contributed to the misidentification of this complaint as a reportable MDR. Additionally, the complaint handling unit did not have a structured workflow to guide decision-making when initial information was insufficient, further impacting timely and accurate reporting.

Event description:
Patient was noted having increased bleeding in the breasts each time the tissue was washed during breast reduction surgery using the product. Patient developed a hematoma on day 3 post operation which required percutaneous aspirations.

Event description:
Patient was noted having increased bleeding in the breasts each time the tissue was washed during breast reduction surgery using the product. Patient developed a hematoma on day 3 post operation which required percutaneous aspirations.

Manufacturer narrative:
This report is based on an event from april 2022. An analysis of the device lot records indicates that the product met all specifications and release requirements. No product was returned for analysis. Based on the available information in the complaint file and investigation conducted by next science, there is no clear evidence to reasonably suggest that experience may have been the primary cause of the reported event and resulting harm (hematoma). Other most likely factors that may have contributed to the event include (may not be limited to) patient specific conditions (eg: coagulopathies or anticoagulant use) and procedure specific factors (eg: aggressive debridement and the use of prophylactic or point of use hemostatic agents).